Event description:
Information was received indicating that during pre-use check when filling the smiths medical cadd cassette reservoir with medical fluid, the customer noticed fluid leaking from the medication bag. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The sample received consist in one cassette product form p/n 21-7302-24 l/n 3780596. The sample was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The cassette sample had a medication information label. Functional testing was performed by using a syringe to infuse water into the ay bag and leak was detected in the ay bag, specifically located in top corner near pump tube connection. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is; during assembly process in the bag loading operation the ay bag was not handled property. Production personnel was notified regarding reported failure mode and was conducted by quality engineer. The production and quality personnel were training on quality alert. The problem source of the reported problem was the manufacturing process.